Event description:
It was reported that the pt was receiving efficacious therapy. Since (B)(6) 2010, the pt began to become irritable and having trouble sleeping. Oral baclofen resolved these symptoms. It was noted that the managing physicians had been required to go up on the intrathecal baclofen dose for the past several months. There was an attempt for a catheter access study done on (B)(6) 2010, but they were unable to withdraw medication back from the catheter. An x-ray on (B)(6) 2010, showed a possible kink. The decision was made to do a catheter exploration with a pump replacement due to the pump being near end of battery life. During the surgery, the neurosurgeon exposed the cervical area of the catheter where he had implanted it retrograde. The incision at the spinal site exposed the catheter where it was going into the intrathecal space; he cut the existing catheter at that juncture and took out the intrathecal segment. He then proceeded to remove the remainder of the implanted catheter as well as the implanted pump. No kinking was visualized and no tests were done intraoperatively. The new catheter was replaced by doing a cut-down to the cervical 7 level, threading the catheter retrograde to approximately the thoracic 6 level. The new catheter was tunneled to the newly implanted pump. The pt had been on a concentration of 2,000 mcg/ml of lioresal and was infusing at 765.4 mcg every day. The decision was made by the managing rehabilitation doctor to fill the new pump with 500mcg/ml concentration of lioresal and the pt was started at a dose of 300 mcg/day. The pt was discharged from the hospital two days after the replacement with an infusion rate of 150 mcg/day. The pt recovered without sequela.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.